Event description:
It was reported that this patient with a s-ICD system received inappropriate shock therapy due to oversensing of myopotentials. Troubleshooting was performed in which they tried to recreate it however, it was not successful. Additional information was requested to the field representative; however, no further information was obtained. At this time, the device remains in service. No additional adverse patient effects were reported.